Event description:
The customer reported that the central nurse's station (cns) and remote network station (rns) experienced communication loss with all gz telemetry devices. No patient injury or harm were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) and remote network station (rns) experienced communication loss with all gz telemetry devices. No patient injury or harm was reported. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. Additional device information: d11 & c2: the following devices were being monitored by the cns. No model or serial numbers were provided. Gz telemetry. Rns: remote network station. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
Nihon kohden is currently working to resolve the ongoing issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being monitored by the cns. No model or serial numbers were provided. Concomitant medical product: gz telemetry. Rns: remote network station.

Event description:
The customer reported that the central nurse's station (cns) and remote network station (rns) experienced communication loss with all gz telemetry devices. No patient injury or harm were reported.